Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address increased metal ion levels and metallosis. Doi: unk, dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address increased metal ion levels and metallosis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/7/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and pseudotumor. Labs provided were below 7ppb. The patient did suffer a dislocation on (B)(6) 2012 and underwent a closed reduction. It should be noted the patient's doi of (B)(6) 2008 is a revision from a previous hip replacement (unknown date/system used). The stem was left implanted from the previous hip replacement. There is no new additional information that would affect the existing investigation. The complaint was updated on:9/2/2015.

Manufacturer narrative:
This report is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.